Event description:
Bed found in "down" storage. No pt impact reported. Head up function was not working.

Manufacturer narrative:
Technician found the bed in "down" storage. Isolated the problem to head up function not working due to faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.